Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 06573; 0001825034 - 2018 - 06579; 0001825034 - 2018 - 06585; 0001825034 - 2018 - 06587. Product location is unknown.

Event description:
It was reported a patient underwent primary right total knee arthroplasty 5 months post-implantation due to infection. Subsequently, the patient underwent two-stage revision. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 183012 ¿ vanguard cr ilok fem-rt 70 ¿ unknown lot; 183562 - vngd cr lip tib brg ¿ unknown lot; 141225 - biomet cc I-beam tray 79mm ¿ unknown lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.